Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that the patient underwent a mitraclip procedure, treating both mitral regurgitation (mr) and tricuspid regurgitation (tr). The patient was noted to have a rotated heart and the tricuspid valve was higher than normal. The mitral valve portion of the procedure was completed first, with implantation of one clip, reducing the mr from grade 4 to grade 1. The same steerable guide catheter (sgc) was then used in the tricuspid valve. It was noted that the sgc would not hold fluid column. Aspiration was performed and the sgc was removed from the stabilizer and placed below the patient's heart. The device would not hold fluid column and was removed from the anatomy. There was no difficulty noted during removal. A second sgc was prepared for use and used without issue. No clips were implanted due to the height of the tricuspid valve and the procedure was discontinued. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instructions for use (IFU) states that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use did not likely contribute to the leak. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.